Event description:
The tip of the ablation catheter was deemed defective. The catheter was removed and replaced with no harm to the patient. Clinical site reached out to manufacturer rep directly. Manufacturer response for ablation catheter, thermocool smarttouch nav stsf (per site reporter). Clinical site notified mfg directly.